Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast deformity, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year old caucasian female patient underwent primary breast augmentation with two 460cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient suffered bilateral breast deformities and left breast implant deflation. The left breast implant gradually went down, had a fold, and was poking the patient. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9744925 sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9744925 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On august 12, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 460cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.